Event description:
The customer was hospitalized for high bgs and dka. The infusion set was changed several times and bgs remains high. The cause of hospitalization was not sure, and the insulin or the cannula. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and did not pass. Instructed the customer to discontinue the pump use and contact their doctor for back up plan.